Manufacturer narrative:
Based on the intended use and different configurations of use of cardioplegia adapters, air bubbles are expected to form in the lines in an amount that would not be critical for the patient since the risk that air goes into the systemic circulation is very low. Accordingly, instruction for use prescribes to check that cardioplegia delivery set must be ensured to be free of air prior to cardioplegia solution delivery. In conclusion, this issue is not critical in terms of air management and it is unlikely that air is infused to the patient. Based on the above, the event has been reassessed as not reportable.

Event description:
See initial report.

Manufacturer narrative:
Related report number added in the dedicated section h10.

Event description:
See initial report.

Manufacturer narrative:
H11: livanova deutschland manufactures the cardioplegia cannula adapters. The incident occurred in (B)(6) virginia livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
On november25th, 2024, livanova USA inc. Received a user medwatch report (B)(4) related to an antegrade/retrograde cardioplegia perfusion adapter. When starting to use the device during a procedure, it began to leak and then air was noticed to be in the system. Upon observation, near two of the connection on the device had tears/cuts in the tubing under the screw hubs. The procedure was an ascending aorta graft, with cardiopulmonary bypass, including valve suspension. Preexisting patient characteristics that may have contributed to the event: coronary heart disease, hypertension and smoking. There is no report of any patient injury.